Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine device check. The device exhibited an alert for the extended charge time. The capacitor maintenance was performed two times and the device was unable to reach the maximum charge within an acceptable time period. The device was recommended to be replaced. No further information is available.

Manufacturer narrative:
The reported field event of a charge timeout was confirmed from the patient notifier log in the device image. The charge timeout was not reproducible on the bench. Bench testing found the device to be normal. The cause of the long charge times reported in the field remains undetermined.

Event description:
Additional information received indicated that the device was explanted and returned.